Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge was not detected on bus. The field service engineer confirmed that the customer reset the refrigerator by turning on battery and powering off to resolve. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge was not detected on bus when user trying to retrieve medication. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.